Manufacturer narrative:
The device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: during investigation, the pump powered on with no audible alarm function. The pump was opened and revealed cracked solder on the piezo. A test case was used and the pump audible and vibratory alarm features functioned normally.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. It was reported that the pump was emitting no audible or vibratory alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.